Event description:
It was reported the external pulse generator (epg) intermittently failed the self-test. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case is broken. One side bail cover is broken and one side bail cover is contaminated. Ring cover is contaminated. Battery contacts are compressed. One side bail is missing. Keyboard is contaminated and scratched. Battery drawer is broken.